Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The device was not returned for evaluation as it remains in the patient. Imaging provided show the core was expanded approximately 4-6mm during the initial surgery. There is no measurable gap of expansion visible in the post-operative image. This indicates that the implant appears to have contracted by the majority of the height it was originally expanded. As the device could not be returned, the exact cause of the reported issue could not be determined. The following sections have been updated for this supplemental report: b4, e1, h2, h6, h10

Event description:
It was reported that the fortify spacer lost height post-operatively.